Event description:
Related manufacturer reference number: 3006705815-2022-18900. It was reported that one lead migrated and high impedances (3006705815-2022-18900). The ipg had also become inoperable. It was noted that patient ran stimulation continuously 24/7 and intermittently used tonic stimulation. Surgical intervention was undertaken wherein the scs system was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.